Event description:
It was reported that balloon deflation issues occurred. The target lesion, which was 100% stenosed, was located in the moderately tortuous and mildly calcified right coronary artery (rca). A 6f guide catheter was utilized and a 2.50mm x 20mm maverick 2 balloon catheter was advanced for dilation. The balloon was inflated, with resistance encountered, to 6 atmospheres for 2 seconds during the procedure but experienced poor retraction during deflation. Despite efforts to deflate the balloon for 5 seconds, it failed to retract properly, necessitating the removal of the original balloon. The device was removed along the guidewire and the procedure was completed with a different device. No patient complications were reported as a result of this event.

Manufacturer narrative:
E1: initial reporter information: (B)(6).

Event description:
It was reported that balloon deflation issues occurred. The target lesion, which was 100% stenosed, was located in the moderately tortuous and mildly calcified right coronary artery (rca). A 6f guide catheter was utilized and a 2.50mm x 20mm maverick 2 balloon catheter was advanced for dilation. The balloon was inflated, with resistance encountered, to 6 atmospheres for 2 seconds during the procedure but experienced poor retraction during deflation. Despite efforts to deflate the balloon for 5 seconds, it failed to retract properly, necessitating the removal of the original balloon. The device was removed along the guidewire and the procedure was completed with a different device. No patient complications were reported as a result of this event. It was further reported the balloon deflated slowly without fully retracting and slight resistance was encountered upon removal of the balloon.

Manufacturer narrative:
(B)(6).